Event description:
It was reported, the patient developed an infection at his ipg pocket site. The patient was treated with intravenous antibiotics and was hospitalized. A culture was taken but the results were negative. Follow-up identified the patient had a seroma or hematoma at the ipg site that would not heal. The physician decided to explant the device on (B)(6)012.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. The individual affected device was removed form the lot. All other devices within the lot met acceptance criteria. Therefore the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.